Event description:
It was reported that the right ventricular (rv) lead had increased impedance and increased threshold. Therefore, the rv lead was capped. The pace/sense (p/s) portion of the other preexisting rv lead was plugged into the device rv p/s port for future pacing and sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.